Event description:
A customer contacted beckman coulter (bec) to report that a unicel dxc 600 pro synchron clinical system was getting intermittent fliers on qc (quality control) for tdm (therapeutic drug monitoring) and leaking at the a/b valve. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) including a lab coat, goggles and gloves at the time of the event. No injury or exposure was reported. No erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed that the a/b valve was leaking. The fse discovered the source of the leak was where the tube threads into the valve. The fse replaced both, the valve and the tubing. This resolved the issue. The cause of the leak may be attributed to the leaking valve and/or tubing. (B)(4).